Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 2 tubes were underfilled. The tube was replaced with a different lot and the collection was completed. Additionally, foreign matter (fm) was observed in one tube prior to use. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 2 tubes were underfilled. The tube was replaced with a different lot and the collection was completed. Additionally, foreign matter (fm) was observed in one tube prior to use. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore,100 retention samples of the incident lot were selected from bd inventory for visual inspection and no foreign matter (fm) was observed. Additionally, 20 retain samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fm and underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.